Event description:
Dr. Began a transurethral resection of the prostate using the 25 french resectoscope assembly. Shortly into the procedure the plastic protective tip of the inner sheath broke off into the patient's bladder. A second resectoscope tray was opened and dr. Continued with a second 25 french instrument. As dr. Withdrew the working element to irrigate I made the physician aware that the second inner sheath was cracked and broken in large sections.

Event description:
Dr. Began a transurethral resection of the prostate using the 25 french resectoscope assembly. Shortly into the procedure the plastic protective tip of the inner sheath broke off into the patient's bladder. A second resectoscope tray was opened and dr. Continued with a second 25 french instrument. As dr. Withdrew the working element to irrigate I made the physician aware that the second inner sheath was cracked and broken in large sections.